Event description:
It was reported that the pt expired of an unk cause. It was stated that the pt's death was unrelated to the device. The medication being delivered via the device system was not reported. Additional information has been requested; a follow-up report will be sent if additional info becomes available.